Manufacturer narrative:
Evaluated one opened/used enlite sensor and perform continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. Sensor failed with high readings. Found cannula whole. No broken or missing parts. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that transmitter did not blink when connected to sensor. Customer removed sensor and cannula was missing. Customer's blood glucose was 146 mg/dl. Sensor would be replaced.